Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation determined the event was consistent with a hardware-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine plus ver.2 assay result from one patient sample tested on the cobas 8000 cobas c 502 module. On (B)(6) 2025, the initial result from the module was 1.9 mg/l. On (B)(6) 2025, the repeat result from another module was 10.9 mg/l. The initial result differed from the previous result prompting the patient sample rerun. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 502 module is (B)(6). The field service engineer (fse) inspected the module and found the wash solutions and rinse water levels deposited in the cells were too low. He adjusted the water pressure to increase the level and verified the condition of the wash station tubes. The investigation is ongoing.